Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00018 on 08-mar-2019. Corrected information (07-mar-2019). The date of testing for this sample was corrected in sections b3 and b6.

Manufacturer narrative:
The initial MDR 2247117-2019-00018 was filed on 08-march-2019. Supplemental MDR 2247117-2019-00018_s1 was filed on 28-march-2019. Update: 31-jan-2020: based on siemen's investigation, it was determined that this issue was not instrument related but a consumable related issue. MDR's 2247117-2019-00017_s1 and 2432235-2020-00195 were filed for the same event to document the issue as a consumable.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran a total systems check. There were no issues found. The cse ran water testing and quality controls which passed. There were no signs of contamination. The cause of the discordant, falsely elevated estradiol result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR# 2247117-2019-00017 was filed for the same event.

Event description:
A discordant, falsely elevated estradiol (e2) patient result was obtained on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample were repeated using an alternate method, resulting lower. The results from the alternate method were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated e2 result.